Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. The device was reportedly discarded by the site due to bloodborne pathogen concerns. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The tip of the viperwire fractured during advancement and positioning of the wire in a highly calcified portion of the lesion. The fragment was snared and no portion of the wire was left behind. The procedure was completed via balloon angioplasty.